Event description:
Reporter indicated that the site's dell handheld computer was not working. The screen on the handheld would come up blank despite being fully charged. The problem did not resolve with soft or hard resets. The handheld computer was returned for product analysis. Analysis of the returned product is pending.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.